Event description:
It was reported that bd alaris gravity set was lealing. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the tubing leaks.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.